Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert indicating an extended charge time triggered end of service (eos) for the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a excessive charge time (ect) as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the excessive charge time likely resulted from a spurious increase in battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.